Event description:
It was reported that the patient presented to the emergency room after the lead delivered inappropriate shocks. The lead was t-wave oversensing and the lead integrity alert was triggered. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.